Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A patient experienced a central line-associated bloodstream infection (clabsi) related to the one-link device. Five days prior to the event, the patient was admitted to the hospital for an unrelated condition. On the day of the event, the patient manifested hypotension and increasing white blood cell count. On an unknown date, the patient was treated with unspecified antibiotics (drug names, doses, routes, frequencies, and durations) for clabsi. Patient recovery status was not reported. No additional information is available.

Manufacturer narrative:
The cause of the event was determined to be human error as the packaging instructions were not followed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.